Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - contact name and reg # updated. Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the proglide instructions for use (IFU),states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial med watch report, additional information was received. Hemostasis was achieved with the balloon, no further bleeding was noticed on the angiogram. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using the pre-close technique, via an 8f sheath prior to an impella assisted interventional coronary rotablator procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, no suture was present when the proglide plunger of the second device was removed. The proglide device was difficult to remove. The lever to close the proglide foot was opened and closed several times and the foot was closed. The proglide device was removed using force. The proglide suture knot was stuck at the level of the foot. A dissection of the left common femoral artery occurred. The suture of the first proglide device was removed. The dissection was treated by balloon angioplasty. An angiogram was performed and thrombosis was observed below the knee in the left popliteal artery. A penumbra device was used to remove the thrombosis. The interventional coronary procedure was not performed. There was a two hour clinically significant delay in the procedure due to the dissection and thrombosis treatments. There was no adverse patient sequela. No additional information was provided.